Manufacturer narrative:
This device is expected for return. This report will be updated upon completion of the investigation.

Event description:
It was reported during the procedure, upon removing the rv lead from the package, the helix was not visible and the implant proceeded as normal. The right ventricle (rv) lead was placed in the atrium, and somehow latched onto the tricuspid valve, and was difficult to release for some time. It took a lot of maneuvering and pulling in order to extract the lead. There was no attempt made to fixate the lead when it was placed, therefore it was assumed that the lead was received in that condition. The damage to the patients valve is not yet clear, although tissue was stuck in the helix of the lead upon extraction. Adverse effects to the patient were reported.

Event description:
It was reported that during the procedure, upon removing the lead from the package, it was observed that the helix was not visible. Despite this observation, the procedure proceeded as normal. The lead was placed in the right ventricle, but inadvertently latched onto the tricuspid valve, and was difficult to release. It took a considerable amount of maneuvering and pulling, but eventually the lead became free, and was removed from the patient's body. There was no attempt made to fixate (screw in) the lead during placement, nor were there trouser clips attached. Therefore, it was assumed that the lead was received damaged. Additionally, the field rep confirmed that there was damage to the patients valve. This was based on the observed tissue that was stuck in the helix of the lead upon extraction. A new lead was placed to complete the procedure. Adverse effects to the patient were reported. Additional information: this report has been updated to include additional information provided from the field, and also includes the final analysis results.

Manufacturer narrative:
The complete lead was returned intact to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended, and stretched-out position. Visual inspection found dried blood/body fluid in the helix housing, with tissue entwined in the helix. Subsequent testing did not identify any deformities or fractures, but showed a stretched-out helix, to the point of inhibiting helix extension/retraction. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.